Event description:
It was reported that the handpiece overheated while being tested at the manufacturer. This did not occur during a surgical procedure. There was no patient involvement or any adverse consequences reported.

Manufacturer narrative:
The attachment was received at the manufacturer for service and evaluation. A condition of high amps was found in the device in-house by a repair technician. A full evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.